Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the transmitter that was used with the device has been received for evaluation on (B)(6) 2015. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate blood glucose values. A follow-up report will be submitted once the evaluation is complete.

Event description:
The patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, transmitter ((B)(4)lot number 5195684), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A definitive root cause could not be determined.